Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV set which was connected to the patient disconnected and leaked. No patient harm reported. Event occurred in critical care per customer.

Manufacturer narrative:
The customer¿s report of a disconnection and leak was not confirmed. Visual inspection of the set's components noted no obvious separations, damages, or any issues. Functional and pressure testing was performed; no leaks or issues was observed. The root cause of the customer¿s report of a disconnection was not identified.